Event description:
It is reported that the ring dropped from the liner. The surgeon attempted to reinsert but was unsuccessful.

Manufacturer narrative:
This report will be amended when our investigation is complete.